Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has a system for off-label use. Both occipital leads are being reported because it is unknown which lead is the occipital lead on the right side. Device 1 of 2. Reference MFR report #: 1627487-2015-07114. It was reported one of the patient's occipital lead had migrated. The doctor did not use an anchoring device when the lead was originally implanted. In turn, the patient lost stimulation. The event date is unknown. Reprogramming could not provide resolution. As a result, the patient underwent surgical intervention to have the lead repositioned on (B)(6) 2015. The patient now is satisfied with the therapy.